Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the touchscreen being faulty and being intermittently unresponsive. It was also noted that the instrument could not be updated to recent software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was damaged. It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.